Event description:
Beta bionics ilet pump cartridge had notable leak of insulin, which resulted in no delivery of bolus or basal insulin. The 12 y.o. Boy developed dka (glucose 673 mg/dl, ph <7.3, ketones (boh) of 5.64) requiring IV insulin drip and IV fluids. He had uneventful hospital course and was transitioned to sq insulin regiment with multiple daily injections.